Event description:
On (B)(6) 2016, I had implanted a st. Jude medical neuromodulation stimulator device model 36626. From the onset, the controller device had major problems communicating with the inserted battery stimulator device. It would take several try's or sometimes not able to connect with the battery stimulator device. Additionally, even with the inserted battery stimulator not operating I had a constant warmth being generated by the inserted battery stimulator device. The tissue surrounding the device as well as the skin would become warm to the touch. When we were able to get the device to communicate and turn on the device, the battery stimulator would become very warm (uncomfortable). If I tried to keep the unit operating for any extended time, the tissue surrounding the battery stimulator would swell up. Several of the medical staff from (B)(6) for pain management felt the warmth of the unit while off. The st. Jude medical area consultants were made aware of all the issues. Due to the unit not operating properly and my concern for health I had the unit surgically removed on (B)(6) 2016. The unit was removed and sent to st. Jude's engineering departments for evaluation. We are waiting for st. Judes evaluation report.